Event description:
A malfunction was reported with a displayed code of malf 12. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and no recurrence of the malfunction was observed after the reset. The customer was instructed to continue using the pump and to contact support if any issues recur.